Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 5 of 19: it was reported while using bd vacutainer® urine analysis preservative tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.